Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting varying pacing and shocking impedance measurements which were now out of range. A boston scientific technical services consultant discussed further troubleshooting. All of lead measurements were within normal limits. The patient will continue to be monitored. No adverse patient effects were reported.